Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased-intraperitoneal volume (iipv) during pd treatment. A pd registered nurse (pdrn) called on behalf of the patient to report that she initially paid a home visit to address issues with drain line is blocked alarms which occurred during drain 2. When she reviewed the treatment records she noticed that the records indicated the patient had drained 12465ml during drain 2. This drain volume is 1134% of the patient¿s largest fill volume of 1099ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new replacement cycler was issued to the patient. Upon follow up the pdrn clarified that there was no overfill or iipv incident. She indicated in a faxed response that the patient was stuck on drain 2 for 174min because of a software issue. The pdrn reported that treatment was not completed after the reported event. The patient did not complete their treatment on the date of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Corrected information: h4 (inadvertently omitted) plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was initiated and failed during step 3 of setup due to a heater bag not detected error. The load cell verification was within tolerance internal inspection found fluid in hp1 filter within the pump assembly of the received cycler unit. After replacing hp 1, the simulated treatment was repeated and passed. The cycler weighed fill volumes were within tolerance. The cycler underwent and passed a system air leak test and a valve actuation test. The cycler tested positive for glucose. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. An associated cause could not be determined. The cycler was refurbished following the evaluation.